Event description:
Event description guidant received information that this patient reported she was breathless. Upon interrogation of her device, intermittent loss of capture was noted. A manual threshold meaurement test was performed, revealing 6.5v @ 0.3ms. Auto capture was on @ 5.0v @ o.3ms. The auto capture was then programmed to off, and the ventricular outputs was increased to 6.5v @ 0.9ms. The patient was scheduled for a follow-up visit in one week.